Manufacturer narrative:
The company service representative examined the system and confirmed an obstruction. The obstruction was cleared and the output was checked and clear. The system was then tested and met all product specifications.

Event description:
The nurse reported that the viscous gas fluid injection displayed that there was minimal to no flow from the system. The surgeon was able to complete the vitrectomy. However, when he attempted to complete air fluid gas exchange, there was a blockage noted. The surgeon manually completed the air fluid gas exchange with a syringe. No patient injury was reported.